Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the patient. The patient reported that on an unspecified date/time he obtained an alleged high blood glucose reading of "8.3 mmol/l" with the subject meter. The patient informed the csr that he typically obtains readings in the "5 to 7 mmol/l." The patient stated he tests his blood glucose 3x/day and manages his diabetes with oral medication. The patient denied making any changes to his usual diabetes management regimen in response to the alleged inaccurate high reading(s). On an unspecified date/time, after the alleged inaccuracy issue began, the patient reported developing symptoms of "shaky and hot." When asked, the patient was unwilling to confirm whether he associated the symptoms with a low or high blood glucose. The patient reportedly tested his blood glucose at the onset of the symptoms; however, he did not recall the result obtained. The patient claimed he "went out for some fresh air" at the onset of symptoms and stated he "felt much better" after returning from his walk. At the time of the follow-up, the patient was unwilling to provide any information regarding when he last tested with the subject meter prior to the onset of the symptom and the result obtained. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.